Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting rapidly and subsequently, pump shutdown. Customer's blood glucose was 185 mg/dl. Tandem technical support reviewed pump data and verified the battery depletion; however, current battery charge appears to be depleting as expected. Customer declined further follow up from tandem technical support.